Manufacturer narrative:
Due to character limit in the e1 section the full event site name is: (B)(6).

Event description:
User called into emergency support program (esp) line during cs300 intra aortic balloon pump therapy, regarding leak in iab circuit alarm. User troubleshooted this alarm by pressing fillkey. They wanted to check whether it was correct or not. The esp personnel had reviewed and verified there was no blood or discoloration in the helium tubing. Also reviewed the proper way to troubleshoot the alarm, check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. Upon further review with user regarding the nature of this alarm and different clinical possibilities, it was determined that the most likely cause was the patient's clinical status. User was very appreciative of the assistance. No harm or injury reported.